Event description:
Pt had new onset atrial fibrillation with rapid ventricular response and was ordered cardizem. The pt was given a bolus and a drip was set-up for 10 mg/hour via a secondary infusion. The nurse noticed the flow rate was going too fast. She immediately paused the pump and clamped the tubing. The nurse then changed the IV tubing to a primary IV set and infused the medication as a primary infusion. At that time, the nurse noticed that the flow rate of the pump was running wide open. The nurse immediately stopped the infusion and set up a different IV pump module. The cardizem infusion then ran as programmed. The nurse reported that she didn't think any of the medication got to the pt; however, could not be certain. Later in the stay, the pt was admitted with a diagnosis of bradycardia which raised the question if some of the medication that was administered too quickly did reach the pt. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. Customer has provided event logs, error logs and data set and has stated the product was not sent but is being held pending log review findings. A follow up report will be submitted once the investigation has been completed.